Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report.the device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for this reported event.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, ¿this unit will reboot during use. The auto test will come on and go off while in use. During a procedure the needles were in patient's back and the procedure was aborted. There was no indication of injury and medical intervention was not required." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).